Manufacturer narrative:
The field service engineer (fse) serviced the instrument on (B)(4) 2011. The fse verified and tested centrifuge alignments. The instrument was returned to operation. All related medwatch reports:2050012-2012-00264,2050012-2012-00271,2050012-2012-00272,2050012-2012-00273,2050012-2012-00274.beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
The customer reported one patient sample tube broke inside the centrifuge involving automate system. The customer stated no sample spilled outside the centrifuge. The customer had on personal protective equipment (ppe) and cleaned up the sample inside the centrifuge. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.